Event description:
No new information.

Manufacturer narrative:
On 9/19/2025 stryker instruments discontinued the practice of filing mdrs for complaints related to no coagulation function, no energy output from devices for devices registered under gei product code in according to FDA's "final guidance on medical device reporting for manufacturers" section 2.15. This malfunction has not caused or contributed to any serious injuries or deaths in at least two years. No new mdrs will be filed for this malfunction and corrected supplemental mdrs will be submitted if necessary for any events pending device investigation.

Event description:
During the procedure, it was reported that the coagulation function on the e-sep safeair pencil did not work. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.